Event description:
The user facility reported during a laproscopic surgical procedure, the horizontal suspension arm of the led lighting system was moved from a position where it was resting against the vertical auxillary down tube and at the time of movement a piece of paint detached from the unit and fell into the sterile field, contacting the patient. The paint chip did not go into any of the surgical incision sites. Staff responded by removing the paint chip and cleaning the site of contact on the patient. The procedure was continued; there are no reports of patient injury.

Manufacturer narrative:
A steris service technician inspected the lighting system and found a section of paint missing from the down tube. He reported that the customer removed the rest of the loose paint, lightly sanded the area and painted the affected area of the down tube. This type of damage is indicative of impact to the suspension arm, either from the adjacent down tube or another object. Steris does not maintain this lighting system. The service technician reported that the user facility is not performing regular maintenance on the system. The process for proper inspection of the suspension system has been provided to the customer as well as information on the proper arrangement of suspension arms.